Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. The reported patient effect of worsening mitral regurgitation (mr), prolonged angina and failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip may have grasped the chordae during deployment, and then the clip detached from one leaflet and the mr increased, requiring additional treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to 2. On (B)(6) 2019, the patient experienced chest pain. On (B)(6) 2019, imaging was performed and it was confirmed the xtr clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr was noted to be increased to 4+. Per the physician, it is possible the clip had grasped some of the chordae when implanted. A second procedure was performed where one clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.